Event description:
It was reported by service report that the power cord and auxiliary power cords were missing their ground prong, and the head left siderail was stuck down. No pt involvement or adverse consequences were reported.